Event description:
Pt complains of joint, chest, muscle and left shoulder pain, swollen lymph nodes, left breast pain, hair loss, memory loss, numbness and tingling, bowel problems, blurred vision and dryness of mouth.